Manufacturer narrative:
Updated fields: h2, h3, h6, and h11 device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was tested on an in-house system showing 3 lives remaining. The instrument passed the grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair, the grips of the force bipolar instrument became stuck in the closed position, resulting in unintended tissue entrapment. The instrument was in use for several minutes and the surgeon was dissecting the hernia sac when it occurred. Attempts to release the grips using the instrument release key (irk) were unsuccessful. The surgeon had to cut tissue around the instrument to facilitate its removal; this tissue was not intended for removal as part of the planned surgical procedure. The event caused a procedure delay of 15¿30 minutes. There was no bleeding and no additional interventions required. The procedure was subsequently completed robotically. There were no post-operative complications associated with the event.